Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including all incoming testing and bench handling without duplicating the report. The battery connection was replaced as a precaution. The device was recertified and returned to the customer. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.